Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during fill one of three on a homechoice (hc) machine, it was reported that the home patient (hp) had changed out the heater bag only, reusing the other disposable supplies. The technical service representative (tsr) informed the hp that when starting therapy over, all of the supplies need to be changed. The tsr assisted the hp in ending therapy and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.